Event description:
It was reported that during the implant procedure, it was not possible to retract screw mechanism after deploying screw. There was a lot of "tension" and it was difficult to deploy screw mechanism. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned for analysis and no anomalies were found.